Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm. According to the patient, on (B)(6) 2025, the patient experienced a detached sensor wire and it was retained in the arm after the sensor was removed. There were no symptoms reported but the patient went to the hospital and had an x-ray performed. The x-ray confirmed the presence of the remaining wire in their arm. At the time of the report, the patient had no plans of intervention to remove the wire and was feeling fine. Upon follow-up with dexcom technical support, the patient reported that they underwent a surgical intervention and had an incision made and required 4 stitches to be placed afterwards. It was stated that the intervention was unfortunately without success. The patient contacted a new doctor, who advised the patient not to undertake any further action. At the time of the last contact with the patient, the patient was asymptomatic. No further treatment was reported to be needed, and the patient left the hospital during the same night. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.